Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00509, 3005168196-2016-00510, 3005168196-2016-00511. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while a ruby coil (lot # f65649) was being inserted into the lantern, the ruby coil pusher assembly became kinked and therefore, the ruby coil was removed. The lantern was then removed and flushed for repositioning. Upon reinsertion of the lantern into another manufacturer's sheath, the lantern became kinked. The physician then attempted to advance two new ruby coils (lot #'s f65794 and f65645) through the lantern; however, there was difficulty advancing and therefore, the coils were removed. The physician then removed the lantern and noticed that the kink was at the end of the lantern. The procedure was completed using four new ruby coils and a new lantern. There was no report of an adverse effect to the patient.